Event description:
It was reported that a user new to the device experienced difficulty performing a supply change and filling the cartridge, leading to disconnection from the device and subsequent reconnection with agent assistance. Symptoms included hyperglycemia with a reported blood glucose of 259 mg/dl for about an hour. Outcomes included self-management with back-up therapy via a 10-unit insulin injection and temporary disconnection from the device for two hours, with no hospitalization or medical intervention reported. Investigation included troubleshooting and user education provided by support agents. Investigation of this case revealed user handling and technique challenges during cartridge fill and supply change, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to supply change and cartridge filling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.